Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reseated the power supply and battery connections. The unit passed extended self-testing.